Manufacturer narrative:
(B)(4). Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomalies noted during testing. Unit functioning properly during testing.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 497 mg/dl at the time of the incident. Another blood glucose level was 291 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleged that insulin pump was under delivering due to insulin flow block alarm. The device will be returned for analysis.